Event description:
It was reported that the external pulse generator's cable's hook was broken. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report under conclusion code(s). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: at analysis it was noted that the ventricular output connector was broken and that it failed incoming testing which was attributed to the main board being defective. It was additionally noted that the battery drawer o-ring needed to be replaced. The unit was returned unrepaired to the customer. If information is provided in the future, a supplemental report will be issued.